Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: unknown/ not provided. Sexes/genders: unknown/ not provided. Dates of event: unknown, not provided. Partial catalog#: unknown, as serial numbers were not provided. Serial numbers: unknown, information not provided. Unique device identifiers (UDI #''s): unknown, as serial numbers were not provided. Expiration dates: unknown, as serial numbers were not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown as serial numbers were not provided. (B)(4). Device evaluation: product evaluation cannot be performed as no product has been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records review was not performed as no serial number was provided. Historical data analysis: a search of complaints was not performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Citation: george hh beiko, miso gostimir, lila haj-ahmad: a comparison of mesopic visual acuity and objective visual quality following cataract surgery with hydrophobic acrylic intraocular lenses. Dove press journal: clinical ophthalmology, april 7, 2017. Pages: 641¿646. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: a comparison of mesopic visual acuity and objective visual quality following cataract surgery with hydrophobic acrylic intraocular lenses. Undetermined number of eyes treated with neodiium-doped yttrium aluminum garnet (yag) laser capsulotomies. There is no reference to yag association to decreased of 2 lines of best corrected visual acuity (bcva) or to debilitating visual symptoms. The eyes implanted with tecnis intraocular lenses (iols) showed better long-term optical performance in terms of both objective scatter index (osi) and mesopic visual acuity in comparison to those with acrysof iols.